Event description:
It was reported to vyaire medical the infant flow sipap blender alarm activates when gas is applied. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). The suspect device was not returned for further evaluation; therefore, a definitive root cause could not be determined. However, the customer was turning one gas at a time, which caused the alarm to activate, and the customer was then advised to turn all of the gases on at the same time, which resolved the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.